Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample. The initial result from an aliquot was 36.09 miu/ml and was reported outside of the laboratory. The customer repeated the sample because the result was different than result from an earlier date. The repeat results were >10000 with a data flag and 52366 miu/ml from the primary sample tube. The repeat results from the original aliquot were >10000 with a data flag and 52174 miu/ml. The patient was not adversely affected. The reagent lot number was 240444. The expiration date was requested but was not provided. The field service representative found there was an issue with the measuring cells and replaced the cells on both channels. He aligned and cleaned the fluidic path, performed a system volume check, and a photomultiplier tube (pmt) high voltage check. He ran performance testing and a blank cell calibration. The customer calibrated and ran qc with results meeting specification.